Event description:
It was reported that during a davinci si prostatectomy procedure, the surgeon noted arcing from the mcs tip cover accessory installed on the monopolar curved scissors instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi contacted initial reporter (B)(6), she indicated that during a prostatectomy procedure the surgeon noticed that there was arcing from the mcs tip cover accessory. According to (B)(6), the surgeon replaced the mcs tip cover and he was able to complete the planned surgical procedure. The mcs tip cover has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.